Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation/no medical intervention, has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the balance guide wire crossed the lesion and upon advancement of the balloon catheter, the balloon catheter would not cross the lesion. Both the balloon catheter and the balance guide wire were removed from the patient's anatomy. Upon removal of the device from the patient, it was noted that the core of the guide wire was separated inside the tip coils. The procedure was completed with another guide wire. Although the core was separated, the coils appeared to be intact and the entire guide wire was removed from the patient in one piece. Reportedly, there was no patient injury. No additional event or information is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast on the tip ball. The tip was prolapsed 7.5mm proximal to the tip ball. The core had separated 9.5mm proximal to the center solder causing the intermediate coils to be stretched. Although, the core had separated, the shaping ribbon and core distal to the center solder were still intact. The coils were also intact and were springy due to the core separation. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. The loose coils were stretched to verify where the core had separated. The tip was tugged on confirming that the core and shaping ribbon were intact, distal to the center solder. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. Results of the sem analysis indicate that the guide wire core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. There was also evidence of fatigue of the material that may have helped initiate the fracture. For the guide wire to fail due to ductile overload, some portion of the guide wire would normally have to be trapped either in the anatomy or another device and excessive pull force applied. Fatigue can happen if the guide wire is left prolapsed for an extended time due to the beating heart or rapid fatigue can happen from overbending the guide wire. From the incident details, some difficulty was felt trying to advance the cdc. This circumstance may have been related to the fracture, but other than an apparent overload of the core, a definite root cause could not be established with the available information. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.